Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter called animas alleging that all keypad buttons must be pushed multiple times for a response. The issue started about a week ago and has gradually gotten worse. The contrast button no longer turns on. The rubber keypad is reportedly intact and the patient has still been able to program pump correctly, but the patient is now a back-up plan. The up and down buttons still spring back, but the ok button feels hard when pressed. The reporter also noted that the up/down/ok symbols are completely worn off, while the symbol on the contrast button is still visible. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, down, and up arrow buttons were intermittently responsive. During investigation, evidence of contamination was found under all keypad button contacts.